Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 641634, 841634) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pap smear abnormal, post-traumatic stress disorder, nicotine dependence, migraine, headache, gastrointestinal disorder, arthralgia, panic disorder, loop electrosurgical excision procedure in 2006, cholecystectomy in 2009, knee operation, wrist surgery, appendectomy, enlarged tonsils, vaginal delivery and paratubal cyst. Concomitant products included buspirone hydrochloride (buspar), fluoxetine, ibuprofen and ranitidine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2014 discrepancy noted: essure insertion date: (B)(6) 2007. Two coils were seen trailing in the uterine cavity after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of both oviducts by essure devices as noted.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, lab data, lot number, concomitant medications, product removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and migraine had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: essure insertion date provided in pif: (B)(6) 2014 discrepancy noted: essure insertion date: (B)(6) 2007 quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case. All source document, references from case (B)(4) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 641634, 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pap smear abnormal, post-traumatic stress disorder, nicotine dependence, migraine, headache, gastrointestinal disorder, arthralgia, panic disorder, loop electrosurgical excision procedure in 2006, cholecystectomy in 2009, knee operation, wrist surgery, appendectomy, enlarged tonsils, multigravida and paratubal cyst. Concomitant products included buspirone hydrochloride (buspar), fluoxetine, ibuprofen and ranitidine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2014. Discrepancy noted: essure insertion date: (B)(6) 2007. Two coils were seen trailing in the uterine cavity after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of both oviducts by essure devices as noted. Lot number reported (641634, 841634) are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), psychological trauma ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and migraine had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet was received. Case became valid due to events pelvic pain, chronic, psych injury, post removal complication and migraine were added. Patient's date of birth was added. Date of essure insertion was updated. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. 641634, 841634-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pap smear abnormal, post-traumatic stress disorder, nicotine dependence, migraine, headache, gastrointestinal disorder, arthralgia, panic disorder, loop electrosurgical excision procedure in 2006, cholecystectomy in 2009, knee operation, wrist surgery, appendectomy, enlarged tonsils, multigravida and paratubal cyst. Concomitant products included buspirone hydrochloride (buspar), fluoxetine, ibuprofen and ranitidine. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("post removal complication"), migraine ("migraine") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomies and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2014. Discrepancy noted: essure insertion date: (B)(6) 2007. Two coils were seen trailing in the uterine cavity after insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of both oviducts by essure devices as noted.. Lot number reported (641634, 841634) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.